Event description:
The plastic tip at the end of the arthrowand came off during the case and is misshapen. Tip was retrieved from patient at the same time, and was not retained. No known injury at the time of event.